Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in completing the reset. Afterward, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue recurred.